Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with pacing inhibition on the left ventricular (lv) channel due to dislodgement of the lv lead. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.